Event description:
During operation, the co2 value increased to a very high level and the ventilation pressure was also high. The message "ventilator failure!" Appeared during the operation. The case was completed with manual ventilation. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The electronic logfile was available for investigation. The reported ventilator failure could be reconstructed based on the logbook entries. The logbook indicates a problem with the power supply in the vgc unit. This led to a ventilation disruption during ventilation because the required 24v voltage for the pcb cpu and the pcb power in the vgc module could no longer be sufficiently provided. The cause may be found in the power supply, the pcb cpu, or the pcb vgc power. A clear identification cannot be made based on the data provided. Since the customer has decided against a repair, further determination of the cause is not possible. The device detected the device status according to specifications and displayed it visually and acoustically. Manual ventilation was available any time.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
During operation, the co2 value increased to a very high level and the ventilation pressure was also high. The message "ventilator failure!" Appeared during the operation. The case was completed with manual ventilation. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.